Event description:
During follow up for an unrelated alarm and the mention of a patient infection on (B)(6) 2012, the peritoneal dialysis (pd) nurse reported and clarified the infection in (B)(6) of 2012 was not related to pd therapy. The nurse also reported the patient had peritonitis on an unknown date in (B)(6) 2012 caused by the patient disconnecting himself from the transfer set. The nurse stated the patient has been retrained on using proper aseptic technique. The patient was treated with vancomycin 1/5 gm once given intraperitoneally route (ip) and fortez 1 gm for 3 days. The patient has recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint is for a report of an use error - failed to follow therapy steps issue. Complaint is confirmed because it was reported that patient disconnecting himself from the transfer set, which is a use error. The assignable cause was undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.